Event description:
It was identified that the customer's basal programming was unknown. The customer reported that the insulin pump's rpl is not working properly and she experienced high blood glucose. The customer's blood glucose level at the time of high blood glucose event was 600 mg/dl. Troubleshooting was performed and the customer indicated that they checked for leaking and air bubbles and they found multiple air bubbles. The location of the air bubbles was the tubing length and they found no leaks. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.